Event description:
In an lad lesion the physician had difficulty deflating the balloon. After going negative several times, the balloon was deflated and removed. The case was completed with two cypher stents. There were no patient complications and the patient is reported as doing fine.

Manufacturer narrative:
The device has been received and is in the system to be inspected.